Event description:
It was reported the mesh was incomplete on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. The gears are worn. At product evaluation investigation the cutter failed to pass the mesh test cut acceptance criteria due to an incomplete cut. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit failed to pass the mesh test cut acceptance criteria due to an incomplete cut. The collars and gears were replaced; however, the repair was not completed because the cutter was returned with notification that the the cutter does not meet test acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-00666.